Event description:
A peritoneal dialysis pt called fresenius technical support to request a replacement liberty cycler. Pt reports he is in the hosp with peritonitis and is taking every precaution from getting peritonitis again. The pt states he would be confident with a new cycler. Technical support arranged for replacement cycler for this pt.

Manufacturer narrative:
The cycler has been refurbished to certified specs, no further investigation can be performed. A batch record review was conducted and confirmed there were no deviations or non-conformances during the mfg process. Product labeling, material, and process controls were within spec. Review of medical records: there is no info to reasonable suspect a causal relationship between the use of the device and the hospitalization for peritonitis. There were no reported problems, issues, or fluid leaks with the device or products. Peritonitis is a known complication of peritoneal dialysis, caused by a break in the sterile field and/or aseptic technique. There is no history of device malfunction of cassette leak which could have caused or contributed to this event of peritonitis.